Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device evaluation found that the upstream occlusion alarms were caused by fluid intrusion to the upstream sensor. This caused the upstream sensor readings to be out of specification. The upstream sensor was replaced.

Event description:
It was reported that a device alarmed for upstream occlusion alarms. There was no patient incident reported.